Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): defibrillation conductor fractured, the distal conductor was distorted, the defibrillation coil was distorted, there was blood/body fluid on the outer tubing overlay, the outer tubing was kinked/buckled, the outer tubing overlay was melted, the outer tubing overlay had cosmetic environmental stress cracking, the outer tubing overlay was breached cut, there was a white substance on the tip electrode, the outer insulation had a cosmetic depression, the helix/lobe was distorted/bent, there was blood in/on the helix/lobe mechanism and the lead was stretched; full lead in segments returned and analyzed.

Event description:
It was reported that the right ventricular (rv) pacing threshold has increased and that the impedance has gradually increased. Therefore, the rv lead was removed and replaced with a new lead. No patient complications have been reported as a result of this event.